Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were admitted due to diabetic ketoacidosis, from (B)(6) 2019 to (B)(6) 2019 with blood glucose level over 600 mg/dl. Customer did not want to call paramedic or emergency. Offered multiple times to call emergency or go to an emergency facilities but the customer declined to did. Customer does use auto mode feature. The devices will not be returned for analysis.